Event description:
It was reported that the patient had implant at both sides. On (B)(6) 2012. It was found that during measuring impedance on right side that between #0 and #3 electrode showed really low impedance volume, it was 9 ohm. The physician decided not to use #0 and #3 for this therapy and implanted both implantable neurostimulators. It was unknown what caused the low impedance. There was no health hazard to the patient.

Manufacturer narrative:
(B)(4).